Manufacturer narrative:
The device is unavailable and the investigation has not yet been completed.

Event description:
The complaint involved a 102" (259 cm) appx 5.0 ml, transfer set w/microclave¿ clear, dual check valve, smallbore trifuse ext set w/2 microclave¿ clear, 0.2 micron filter, clamp, rotating luer. The reporter stated that the product is leaking at the filter during infusion. There was patient involvement and no adverse advent.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.